Manufacturer narrative:
The product was returned and there were no placement signal alarms that were reproduced. The 5s parameters were within specification. There were no data logs returned or images from the case. Due to the lack of clinical information provided and data logs, the root cause of the optical signal issue cannot be determined. D9 device returned to manufacturer date was inadvertently omitted on manufacturer device report number 1220648-2024-23422-1. H6 codes were erroneously entered on manufacturer device report number 1220648-2024-23422.-1. H10 narrative was erroneously entered on manufacturer device report number 1220648-2024-23422.-1.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant had an impella 5.5 pump support placed for an acute myocardial infarction / cardiogenic shock (ami/cgs) patient. Patient additionally had intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO). On the day of implant the ps was lost, as there was no left ventricle (lv) signal visible. Pump remains on for support without harm or injury.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the optical signal issue and its relation to the impella device was not determined since the product, data logs, and sufficient clinical information were not provided. The additional information is reflected in g3, g6, h1, h6, and h10.